Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a herniorrhaphy incisional repair with mesh. She had revision surgery 3 years post-surgery. The patient experienced mesh graft that was adherent to the anterior abdominal wall, the omentum, and the small bowel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.